Event description:
It was reported that the patient's device emitted a lead integrity alert lead integrity alert (lia). A review of the remote transmission indicated that the right ventricular (rv) lead had oversensing and inhibition of pacing. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 implantable cardioverter defibrillator (ICD), (B)(6) 2013; 4196 implantable pacing lead, (B)(6) 2013. (B)(4).